Event description:
It was reported that during implant procedure, the right ventricular lead exhibited high impedance. The physician attempted multiple positons but was unsuccessful. The lead was not used and replaced. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).